Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 36 mg/dl. Customer was hospitalized for low readings. Customer was treated with glucose tablets. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the pump had vibrating anomaly. The insulin pump was not returned for analysis.